Event description:
The manufacturer received information alleging an alarm condition related to the device's active exhalation control module occurred. There was no harm or injury reported. The device has been returned to a third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an alarm condition related to the device's active exhalation control module occurred. The device was returned to a third party service center for evaluation. The customer was sent a quote for repair but rejected the quote. No repairs were done to the device.